Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. All the work was completed on (B)(4) captured on related (B)(4). The field service engineer confirmed the reported issue and found the cause to be the axes controller platform board (acpd). The fse replaced the acpd and the issue was resolved. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the reported error 32100 is attributed to the faulty acpd.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer re-encountered an error 32100 on the robot. The customer restarted the system three times and the error was cleared but the procedures of the day were cancelled due to reliability concerns. The procedure was aborted with no patient involvement.